Manufacturer narrative:
(B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5106261. A review of preventive maintenance, calibration, and equipment revealed no abnormality that could have influenced the issue. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. Of note, CAPA (B)(4) has been opened.

Event description:
It was reported that the suspect device was being placed in the sharps container after engaging the safety feature. The end of the safety was broken, leaving the needle exposed, and there was a report of a blood or body fluid exposure.

Manufacturer narrative:
Device evaluation: result - the bd complaints lab received one disengaged pink safety shield only. It was visually inspected and no issues were observed on the returned component. The safety shield was evaluated by the manufacturing site and reported the same findings. Conclusion - bd was able to confirm the customer's indicated failure mode. The results of previous investigations confirm the reported issue of eclipse complaints regarding safety mechanism breakage. However, an absolute root cause for this incident was not determined. Of note, CAPA (B)(4) (reported on initial MDR) have been opened to identify and address the potential causes for the safety shield disengagement from the eclipse needle. Situation analysis mss-16-837-sa has been opened and an urgent product advisory notice has been released.